Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to be broken proximal to the fiber/cap fusion zone, beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap also exhibited char, detritus and devitrification at the output window. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have 31,390 joules of use 11/14/2012; the fiber card was expired as a result of reaching the soft joule limit. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical procedural factors encountered during the procedure.

Event description:
Four surgical fibers were returned to the MFR with no indication of the reason for return. No add'l info is available. There was no report of patient injury. This report is for fiber number 2.